Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the anvil broke off from the al326 and fell into the pt. Since the surgeon could not locate the tip, the case was converted to an open procedure and the anvil was retrieved from the pt.